Manufacturer narrative:
(B)(4).

Event description:
A report received from the user facility stated an air leak was found in an 8.0 tracheal tube, prior to use. There was no patient involvement.

Manufacturer narrative:
The reported "cuff won't inflate" failure mode was confirmed in the received sample. The analysis revealed that the cuff deflated immediately due to a small cut. A review of the batch record indicate that all manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of 2 hours. Deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. (B)(4).